Event description:
Procedure: lap gastric bypass. According to the reporter. The orvil was being inserted transorally. While pulling the og tube, the anvil detached from the tube and the tubing came out. The anvil got stuck in the oropharynx area. This happened a second time with another orvil that was used on the pt. In both incidences, a rigid esophagoscopy was used to retrieve the anvils. This event did result in damage to pt tissue. Additionally, operating room time was extended more than 30 minutes.

Manufacturer narrative:
(B) (4). (B) (4).